Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (low-energy pulse) was confirmed. During pulse testing the monitor delivered a 113j monophasic pulse. The cause for the low energy pulse was isolated to contamination on the inter-pca connector j1002. The root cause for the contamination was ingress of an unknown foreign material. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it delivered a low-energy pulse during incoming functionality testing.